Manufacturer narrative:
A thorough review of the tplan and navigation console log files confirmed that segmentation, registration, and pin placement were executed according to plan. No notch warnings were issued by the system in either tplan or the navigation console based on the available data, a definitive root cause for femoral notching could not be determined.

Event description:
Post-operatively femoral notching was identified, and a revision surgery was performed to correct this issue.